Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using the ultrasound gastrovideoscope, the hole on one side of connecting tube was so small that it was impossible to check for cleaning. When comparing the holes of other similar products, it was discovered that the holes of this defective product were clearly smaller. When using the washer, it was not possible to visually check whether the water pressure was applied properly. The unspecified procedure was completed using the same set of equipment. There was no patient harm associated with the event. This report is related to linked patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.